Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for coarse spray patterns was observed in some tubes. A qn was raised for spray coating silica during the production run. High fills were recorded due to air vacuum failure. This led to (B)(4) tubes being scrapped. Conclusion - coarse spray pattern is caused by the tip of a particular spray nozzle becoming slightly occluded. This is a transient issue as nozzles are cleaned regularly by an automated process within the manufacturing run.

Event description:
It was reported that additive in the bd vacutainer® brand sst ii advance tubes was present even after "more than normal" inverting for the tubes. No injury or medical intervention reported.